Event description:
During an evaluation, a spectrum pump was found to give incorrect entries for keypad input. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #8 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #1 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the mdl drug search). The failed keypad will be replaced. Baxter has initiated a CAPA to further investigate the reported issue.